Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the patient had an atrial fibrillation (af) episode and atp was delivered and failed. The failed atp resulted in inappropriate shocks being delivered by the device resulting in an arrhythmia of ventricular fibrillation (vf). The shocks from the device were unable to terminate the vf arrhythmia resulting in patient death. Additional information has been requested but has not yet been received.

Manufacturer narrative:
The provided session records were reviewed by technical support and it was observed that therapy was delivered inappropriately for an svt episode, which triggered ventricular fibrillation. The device continued to deliver shocks with no success in converting the rhythm. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.